Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). The 61-70cm h2o pressure regulating balloon (prb) was explanted and replaced with a new 71-80cm h2o prb. There were no further patient complications in relation to this event. No more information is available.